Manufacturer narrative:
Date of event: estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant: estimated. The devices were not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot information was not provided. The reported patient effects of surgical procedure, recurrent mitral regurgitation, recurrent tricuspid regurgitation, mitral stenosis, tissue damage, prolonged hospitalization, and additional non-surgical treatment, as listed in the mitraclip system instructions for use, are known possible complication associated with mitraclip procedures. This event was further reviewed by an abbott vascular medical affairs director, the reviewer stated that "in a research article titled 'predictors of left ventricular reverse remodeling after percutaneous therapy for mitral regurgitation with the mitraclip system', 374 patients were enrolled, 50 died within 12 months of the procedure and 160 others were excluded from the final analysis due to missing measurements or major medical events. One partial clip detachment after discharge and two clip detachments of unspecified nature following discharge were reported. No individual patient information is available but the reported complication rate is very low and does not raise any concern regarding the benefit/risk ratio of the mitraclip device. The reported 12 month mortality rate of 13% is within the expected range for this population. A conclusive cause for the reported recurrent mitral regurgitation, recurrent tricuspid regurgitation, mitral stenosis, and tissue damage cannot be determined. There is no indication of a product issue with respect to manufacture, design, or labeling. The death, and single leaflet device attachment (slda) referenced are filed under separate medwatch reports.

Event description:
This is filed to report serious injury. It was reported through a research article identifying mitraclip that may be related to the following: death, mitral regurgitation, tricuspid regurgitation, mitral stenosis, heart failure, re-hospitalization, medical intervention, surgical intervention and single leaflet device attachment (slda). Details are listed in the attached article, titled ¿predictors of left ventricular reverse remodeling after percutaneous therapy for mitral regurgitation with the mitraclip system.¿ see article for additional information.

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Literature attachment: predictors of left ventricular reverse remodeling after percutaneous therapy for mitral regurgitation with the mitraclip system. Na - attachment: [e-21389 article.pdf].